Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc should not be coded. Fdc is the correct conclusion code.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies, there was a reduced capacity due to overdischarge. The ins was received with no telemetry. Per the trace report obtained from the ins after pmr recovery, the total recharge count is 14. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 42 minutes and the battery charged from 3.49v to 3.65v. The battery discharged to the lock mode on (B)(6) 2016; the total therapy loss count is 2. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97791, product type: accessory. Product ID 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator ( ins) for non-malignant pain. It was reported the patient didn¿t like recharging and stated it just didn¿t help; device was explanted. It was noted that lack of patient compliance contributed to the issue. No troubleshooting or diagnostics were performed prior to explant. The patient was alive with no injury post-explant.